Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms, indicating that the cartridges were overfilled, occurred with multiple cartridges. Reportedly, the cartridges were filled with 420 units. The customer reported that sometimes the cartridges were filled with cold insulin. A new cartridge was successfully loaded to address the event. There was no reported impact to the customer's blood glucose level.